Manufacturer narrative:
Updated fields - b4, b5, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by customer that the cardiosave intra aortic balloon pump (iabp) pressure transducer values out of range. No patient involved and no harm reported. A getinge field service engineer (fse) performed troubleshooting check. Various reading errors were detected in the iabp log file: the values of the drive, shuttle and atm pressure transducers are out of range. Executive processor board (d670-00-0770) replacement performed, pressure transducer calibration performed. Functional checks and diagnostic tests performed. Regular operation tests performed. The device has passed all performance and safety tests according to manufacturer specifications. The device has been returned to the customer and authorized for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) displayed an internal fault. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site telephone), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected details - b6, b7.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) displayed an internal fault.